Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.

Event description:
It was reported that a message was displayed on the patient mobile monitor indicating that this insertable cardiac monitor (icm) was not recommended for insertion due to a low battery condition. The device was not inserted, and the representative waited 24 hours to connect it again to rule out a temperature issue, but the alert was still present. No adverse patient effects were reported. The device was returned for analysis.